Event description:
Same cases as MDR ID 2134265-2013-07082, 2134265-2013-07083. It was reported that an automatic pullback failure occurred. During the procedure, the physician attempted automatic pullback but the motor drive stopped during pullback. No patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The mdu-5 meets specifications and underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).